Event description:
One hundred falsely elevated inrs were obtained. The results were reported to the physicians. Patient treatment was prescribed or altered for ten of the patients and there was no report of adverse health consequences, as a result of the falsely elevated inr results. Instrument data indicates that the cause for the falsely elevated inrs was the isi value for innovin and the new mnpt value were not entered into the instrument and the lis when changing reagent to innovin.

Manufacturer narrative:
No further evaluation of the device is required. Instrument data indicates that the cause for the falsely elevated inrs was incorrect isi and mnpt values. New isi and mnpt numbers for the new reagent were not entered into the system and the old numbers were used. This is a use error. The instrument is operating within specifications.